Event description:
Diagnostic laparoscopy with right salpingo-oophorectomy. Ligasure advance monopolar tip laparoscopic sealer/divider "melted" during use. Due to the use of a thermal instrument near the ureter and pelvic sidewall tissue, a thermal injury could not be ruled out. A urologist was consulted intraoperatively. A right ureteral stent placement was completed by dr. (B)(6).